Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1196 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter in the body is 2cm from the puncture point and leaks.